Event description:
Source: (B)(6). 3 and 12-lead ECG uninterpretable due to poor quality/interference (not artifact). A copy of the 12-lead has been attached. Monitor continuously showed pt's hr in the 200-230 bpm range, however palpable pulses were in the mid-70's range. Nibp not even close to accurate. These are continuous issues that we have been complaining about to zoll but nothing is being done. Reference report mw5190006. Patient code: 4580. Device code: 1535, 1506, 2917. This report captures zoll cardiac monitor zenix #1.